Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and stated that the unit needed the following components replaced, tubing, blood detect, assy crm italian, assy,safety disk,italian, purge valve assembly,iabp. After replacing the parts, the unit then passed all functional and safety tests.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) presence of blood inside the circuit. Unit was replaced with another iabp. Patient was stable and there was no patient harm or injury reported.